Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during remote programming for magnetic resonance imaging (MRI) protection mode, this right ventricular (rv) lead was determined to be fractured and exhibited pacing impedance measurements high out of range. Technical services (ts) deemed the system non mr conditional due to this lead integrity issue. This rv lead remains in service. No adverse patient effects were reported.